Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare corporation. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a device will alarm when there is no occlusion. The customer stated that this was discovered during preventive maintenance testing, and that there was no pt involvement.